Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. After replacing power module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part was not available for the further evaluation. The cause of the reported issue was isolated to the power module pcba, however further root cause could not be determined.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.